Event description:
The pt's family member reported experiencing difficulty walking and losing feeling in her left leg when the stimulation is turned up enough to help her pain. The pt reports the symptoms started approx. Two months ago and involves the left leg. See MFR report # 6000153200800038. Add'l information has been requested from the hcp but was not available on the date of this report.